Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria; no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the problem described. Manufacturing records were reviewed and there was no found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One opened powerport isp MRI with 6 fr s/l polyurethane catheter kit was returned for evaluation. Visual evaluation found several components were missing, including the powerport. Because the package was returned open, the complaint of a powerport missing from the kit cannot be confirmed. As the complaint of missing component cannot be confirmed, a root cause of the reported event cannot be determined. The original state of the package at the time of the event cannot be verified. Labeling review: a review of product labeling documents showed that the product labeling is adequate.

Event description:
It was reported there was no port body in the kit. The device was not used on the patient. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported there was no port body in the kit. The device was not used on the patient. There was no reported patient injury.